Event description:
Caller reported a tandem mobi cartridge alarm and confirmed cartridge alarms with consecutive cartridges. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support resolved the issue by sending a replacement pump and instructing the customer to return the problematic pump using a pre-paid label within 10 days. Customer was advised on using backup therapy and storage mode for the pump.